Event description:
It was reported that a patient had withdrawal/withdrawal symptoms. Symptoms were first reported to a healthcare professional (hcp) ¿in (B)(6)¿ 2014. The patient started to have more pain ¿a few months ago.¿ the hcp looked at an old x-ray and decided to replace the entire system, stating that ¿maybe there was a granuloma but he wasn¿t sure.¿ a CT (computed tomography) was performed and granuloma was at the distal catheter tip. The hcp noted that a different surgeon placed the pump which developed the granuloma. During the replacement the hcp pulled part of the catheter out and when he looked at it he saw some scar tissue around it. After the system was replaced the patient recovered without permanent impairment. The pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8711, lot # j11418r61, implanted: (B)(6) 2003, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n238748, implanted: (B)(6) 2010, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).